Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transaortic tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the first 23mm s3u valve was attempted via transaortic. Moderate/severe paravalvular leak (pvl) was noted possibly due to positioning of the thv across the valve utilizing the center marker and pigtail in the coplanar view. It is unknown exactly what caused the valve to not be seated properly. A second 23mm valve was then attempted. Upon positioning of the second 23mm valve, the commander delivery system had an interaction and bumped 1st 23mm s3u valve which became dislodged. The second 23mm valve was deployed. After deployment, the second 23mm valve showed mod/severe pvl and appeared to be dislodged as well. A 26mm s3u valve with -2cc was then deployed and no paravalvular leak was noted. The initial/index valve was anchored above the native annulus. The second s3u valve was anchored along the annulus and down into the left ventricular outflow tract (lvot). The valves were along the aortic valve anatomy - up into the sinuses and down into the left ventricular outflow tract. Both 23mm s3u valves remained in the annulus and appeared to be anchored by the 26mm valve. The patient was high risk for surgery and would not survive going on bypass. The team attempted everything they could to keep the patient from going on bypass. There was post procedural bleeding, however, the last report received was that the patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted due to review of the file. Sections g6, h2, h6: investigation findings, investigation conclusions and h10 has been updated. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter heart valve (thv) replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.